Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found moisture on the lens but no visible damage. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, diopter -12.50 into the patient's right eye (od) on (B)(6) 2017. Reportedly, on (B)(6) 2017 the lens was exchanged for a same size, different diopter lens due to loss of bcva. The problem is resolved.